Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Reportedly: presence, after injection of the implant, of a plastik-like hard piece. The surgeon had to increase the incision size and take pliers to remove this piece of hard and quite large plastic -like. The patient health was not impacted.

Event description:
Reportedly: presence, after injection of the implant, of a plastik-like hard piece. The surgeon had to increase the incision size and take pliers to remove this piece of hard and quite large plastic -like. The patient health was not impacted.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. Additional information: d9 - added date returned. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The injector was available for investigation. The iol was not returned. No piece of plastic was found and no damage was found on any of the components of the returned injector. We could not find any possible source from the returned injector of the plastic-like foreign matter as reported in the complaint information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ny1-sp). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.